Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v operation manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for the correction of the g3 of the initial medwatch. The correct aware date of the initial report (manufacturer report number: 9610595 - 2023 - 17463) is: nov 16, 2023.

Manufacturer narrative:
During the inspection and evaluation of the returned device, the following was found: air/water tube had foreign objects; distal end was shaved; distal end had residual liquid; and due to annual inspection, parts must be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned to olympus evis exera iii duodenovideoscope, for the annual inspection without reporting any issues. The issue occurred during maintenance. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the air/water tube and distal end have foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.